Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion. The right atrial (ra) and right ventricular (rv) leads were revised and remain in use. No further patient complications have been reported as a result of this event.